Manufacturer narrative:
(B)(4). Batch # m52f8f. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two tr45w cartridge reloads present. Cartridge (a) tr45w, was received partially fired 1/2 with spring lockout tab damaged. Cartridge (b) tr45w, l53c06 was received partially fired 1/2 with normal lockout. Additionally the firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail. It is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: what kind of procedure was performed? If it was a planned laparoscopic surgery has the surgeon converted to open due to the fact that additional tissue has to be transected to free up the stapler? Please specify the amount of the additional tissue in cm. Has this any impact on the patient, the surgery or the healing process? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Please provide the patient¿s sex, age and weight. What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure? Additional information received: "I picked the device up this morning from theatre reception. The sister in charge was meant to meet me to run through the procedure but was called into theatre. First observation is that the jaws are closed, the device is locked out, and I believe the cartridge and tissue is still intact. I assume the outcome was to transect around the locked jaws, by means of deploying another stapler. As soon as I have more confirmed information I will update all. In the mean time I can now start the process of returning the device for analysis."

Event description:
It was reported that during an unknown procedure, the device fired on the tissue. Cartridge is unknown. The device locked on the tissue and the tissue type is unknown. A new device was opened to transect around the primary staple line to free up the device. There was additional tissue transected than originally planned. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.